Event description:
During an initial implant procedure of an atrial leadless pacemaker (alp), it was reported that the introducer sheath slipped into the iliac vein due to maneuvering by the physician. Contrast imaging noted the vein was ruptured. The physician repaired the vein with a stent. The case was abandoned, and the patient was stable during the whole process.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.